Event description:
The customer reported that during an infusion, the pt (a child) got entangled in the set which caused the tubing to disconnect from the filter. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.